Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's transmissions revealed episodes of noise on the right ventricular lead. It was noted that the noise episodes occurred during a hip replacement procedure and it was suspected that electromagnetic interference was the cause of the noise. No intervention and no patient symptoms were reported.